Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. The complaint regarding broken black wire sticking out of the tip was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the force bipolar instrument had a broken black wire sticking out of the tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was discovered during sterile processing. The wire was exposed due to damaged insulation and broken in half. No loss of cautery was reported due to the damage. There were no signs of thermal damage. No arcing was observed. There is no report of a fragment falling into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.